Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to medtronic¿s international location for evaluation and repair (detailed as follows): analysis found the device failed electrical tests. The black plastic part was burnt at the connection and the electrode short circuited. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument. The electrode is probably in short circuit because of the overload generated by the electric arc.

Event description:
It was reported that ¿the flame rose with smoke and noise voice¿ when 360mm gayet bipolar forceps were ¿connected with cable and ready to work¿ intraoperatively. There was no patient impact or injury reported as a result of this event.